Manufacturer narrative:
The probable root cause of erbe error u-02 can be attributed to electrical component failure and no communication with the system check master of the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (u-02 errors monopolar couldn't be used) was confirmed and reproduced erbe connected to surgeon side console. Logs confirming the fault occurred in the field. Visual inspection: the unit has no significant scratches or dents. The front bezel is in decent condition. Intermittent u-02 errors occurred during start-up on erbe unit that was placed on a surgeon side console and was run in normal mode. No communication with system check master found to be the root cause of the reported event. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted diagnostic laparoscopy surgical procedure, the customer reported to technical service engineer (tse) after case completion about to start another robotics case, said at the end of the previous case, the erbe errored out while trying to use the green foot switch. The customer tried replacing the green cord, powering off and back on, but issue persisted. The customer was able to complete the procedure as the error came at the end of the case. Tse had caller hard power cycle the erbe but issue persisted. Tse recommended a force triad but the customer stated they will not go that route and may convert to laparoscopic surgery. Tse viewed logs and found multiple u-02 errors. The procedure was completed with no reported injury.